Event description:
Per hospital staff, one of the onboard freedom driver batteries that came in the discharge kit has the issue where it shows as being fully charged but will not turn on a driver. The issue is with battery sn (B)(6). Battery not in patient use at time of complaint.